Manufacturer narrative:
The permanent cautery hook (pch) instrument has been received for failure analysis. The instrument was analyzed and found to have a broken distal clevis at the base of the clevis. The broken piece was not returned measuring roughly ¿0.32¿ x 0.21¿ in size. The clevis did not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis showed damage. .

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the permanent cautery hook (pch) instrument tip broke off and fell inside the patient. The fragment was retrieved during the same procedure which was completed. On 03-apr-2026, intuitive surgical, inc. (Isi) received medwatch report (MDR) with report # 5201770000-2026-8060 stating "tip of robotic instrument broke off in patient. Found & retrieved by surgeon.".